Event description:
The account alleged that the bed exit alarm was not functioning. No patient impact.

Manufacturer narrative:
The account had set the bed exit correctly but they raised the patient up in a lift which removed the pt weight from the bed and the bed exit alarmed. The technician in-serviced the account on the bed operation to resolve the issue.